Event description:
It was reported that during a surgery, an ardis implant cracked and broke into pieces upon impacting the implant with a mallet. The broken piece was retrieved from the patient and another of the same size was used to complete the surgery.

Manufacturer narrative:
Visual evaluation of the implant using magnification revealed marks and deformation of the plastic where the inserter mates and holds the implant suggesting that it was being rotated at the time it broke contrary to instructions provided in the ardis surgical technique. There were no indications of manufacturing, product, labeling, or system discrepancies or deficiencies, therefore, the need for further action is not indicated. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.